Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, 22 months ago. Aneurysm morphology from the time of implant is not available. Vessel morphology was reported as there are severely tortuous iliac arteries. It was reported that four months ago that there was a distal type I endoleak in the left iliac artery observed on a follow-up CT. The iliac artery was extended with a stent graft to successfully achieve seal. It was reported that approximately one month ago there was an increase in aneurysm size, strong pulsatile abdomen, and tender left iliac, however, there were no endoleaks present. The physician proceeded to perform an intervention. The physician used a wire to help straighten the anatomy in order to successfully insert and implant two stent grafts. Upon intervention it was noted that the bifurcated stent graft had migrated distally. Good seal was achieved between the cuff and the bifurcated stent graft. The physician elected to implant a 28 cuff which was landed at the renal arteries. The left iliac was extended with an endurant iliac limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation method: (films). Evaluation results: inherent risk of procedure (removal of implant).

Event description:
Additional information has been received for this case. A recent CT demonstrated that there was still a persistent aneurysm enlargement without the presence of an endoleak. The decision was made to convert the patient to open repair with explant of the stent graft and convert the patient to an open repair. The endurant cuff hooks were left in place and a dacron graft was sewn onto the aorta. The explanted stent grafts are being retained by the user facility and will not be returned. No additional clinical sequelae were reported and the patient is fine. The review of returned films pre-implant show a 6cm aaa which contains thrombus. Post-implant cta's showed that the ipsilateral limb and ipsilateral extension were placed on the right side; the contra limb crossed the ipsilateral limb and was placed in the left iliac. The bifurcate was approximately 5mm below the renal arteries. There is a distal type I endoleak from the contra (left) iliac, with minimal distal sealing length. The aaa was 6.4cm. Post-implant non-contrast films show that an iliac extension had been placed just distal to the contra, an additional limb was placed into the left external iliac, and an endurant

Manufacturer narrative:
Results: inherent risk of procedure (aneurysm enlargement). Patient's condition affected effectiveness of device (anatomy related, severe tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related, severe tortuosity).